Manufacturer narrative:
Upon review it was discovered the date of event of (B)(6) 2014 stated on the initial report was incorrect. The correct date of event is (B)(6) 2014.

Event description:
ID (B)(6) tested prism hcv (lot 42189li00) (B)(6) on (B)(6) 2014 and (B)(6).

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list 6a52, that has a similar us product distributed in the us, list 6d18. The customer switched to the roche cobas test system and each donor, that is (B)(6) on the new system, which was also tested (B)(6) with abbott prism instrument, is further evaluated with further test systems to confirm the correct result. Therefore, the samples are sent for confirmatory for testing. The abbott prism instrument the customer used (serial (B)(4)) was de-installed on (B)(6) 2015. All lot numbers the customer could have used before (B)(6) 2015 are now expired. Lot 42189li00 which the customer used for testing of these donor samples have already expired and therefore no testing of the lot can be performed. The abbott prism instrument (serial (B)(4)) was reviewed. The review identified that the abbott prism instrument was performing acceptably. A review of labeling concluded that the issue is sufficiently addressed. The evaluation identified no nonconformance and no indication of a potential problem which requires corrective or preventative actions for prism hcv assay. Taken together, a systemic issue and/or product deficiency was not identified.

Event description:
A user report was received from the account to the competent authority about a prism hcv (B)(6) result on a blood donor. No specific donor information was provided. This report was received post de-installation of the abbott prism analyzer at the account. (B)(6). Blood products of erythrocytes and cryoprecipitate were provided to the health care provider. No information regarding the use or disposal of the erythrocytes or cryoprecipitate were provided.